Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: bell-bottom technique in iliac branch era: mid-term single stent graft performance. Pagliariccio, g., gatta, e., schiavon, s. Et al. Bell-bottom technique in iliac branch era: mid-term single stent graft performance. Cvir endovasc 3, 57 (2020). Https://doi.org/10.1186/s42155-020-00147-w average patient age mean gender. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients receiving standard evar combined with bellbottom technique (bbt). The following adverse events were reported: at 5 years, the number of all-cause deaths was seven. 5-year arm was not found, however one patient died from multi organ failure after reintervention for a type ib endoleak on an unknown date.